Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery intermittently could not be charged. Additionally, customer reported that the pump battery was depleting quickly intermittently. Customer's blood glucose level was 134-400s mg/dl. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer declined to perform further troubleshooting with tandem technical support.